Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explant ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred over the last month from the date the manufacturer become aware of the event.